Manufacturer narrative:
(B)(4). The results of this investigation concluded tearing was observed in leaflets 1 and 2, and circumferential fibrous pannus ingrowth was observed on the inflow surface. No evidence was found to suggest the cause of the tears and pannus growth was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, an aortic valve replacement (avr) was performed and this 23 mm sjm trifecta valve was implanted. In (B)(6) 2016, an echocardiogram revealed aortic regurgitation (ar). Over the next month, the patient became symptomatic and on (B)(6) 2016, a re-do avr was performed and this trifecta valve was explanted. At explant, a tear from the left coronary cusp (lcc) toward the non-coronary cusp (ncc) and minimal perforation were noted. A 21 mm tissue valve from another manufacturer was implanted.